Manufacturer narrative:
The device was not returned for investigation. The cause of the ischemia was not determined due to insufficient clinical details. The pump passed all post sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella cp experienced limb ischemia which prompted a fem-fem to maintain adequate distal flow. The patient required amputation of the leg above the knee. The patient survived.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.